Event description:
It was reported that the bd¿ syringe plunger rod had white foreign matter on its stopper. The following information was provided by the initial reporter, translated from chinese to english: "after unpacking, pull out the plunger rod and found white foreign matter at the stopper."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. The team has evaluated twenty retained samples of the reported lot and no defect was observed. No white particles or foreign matter was found. The team was not able to confirm the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on customer feedback, the team has concluded that the white particles could be composed of plastic shavings coming from the own syringe and accumulated during the barrel transport process. The exact root cause is not able to be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe plunger rod had white foreign matter on its stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "after unpacking, pull out the plunger rod and found white foreign matter at the stopper."